Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial lead exhibited a high pacing impedance. The right atrial lead was not used and replaced. The patient experienced no consequences.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections found no anomalies.